Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: during visual inspection of the pump, it was observed that there was no evidence of physical damage on the battery compartment threads. It was also observed that the battery compartment was cracked and the returned battery cap had a damaged top slot and the cap was difficult to remove from the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.